Manufacturer narrative:
The date of event is an estimate; the exact date is unknown. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0184 boston scientific lead, implanted (B)(6) 2008; 5076-45 lead, implanted: (B)(6) 2005. (B)(4)

Event description:
It was reported that a pocket infection occurred. The patient was treated with intravenous antibiotics but continued to have evidence of pus and fluid collection at the device site. It was noted that the infection was systemic. The implantable cardioverter defibrillator (ICD)stem was explanted and replaced. No further patient complications have been reported as a result of this event.